Event description:
Customer reported that the sensor would not calibrate and that he received several alarms. He removed the sensor and stated that it had a hump in it and that it was slit in half. The blood glucose reading was 115 mg/dl. Nothing further was reported.

Manufacturer narrative:
Inspected one opened/used sensor. Performed a visual inspection and found the tip bent electrode. The sensor failed per inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.